Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead revision. It was previously noted that the rv lead exhibited fracture. The rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable.